Event description:
It was reported that the patient experienced ineffective stimulation from the cervical scs system and discomfort at the thoracic ipg site. Surgical intervention was undertaken on (B)(6) 2025 where it discovered the thoracic paddle was fractured. As a result, both paddle leads and the thoracic ipg were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.